Event description:
The customer spouse reported that the customer changed their set in the morining. The customer noticed that their bgs were going low. The customer filled up the reservoir completely when customer changed the set, but their spouse noticed that the pump had 100u left. The spouse then disconnected customer from the pump and customer went to the hosp for low bgs.